Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated concentrated carbon dioxide (co2_c) results were obtained from an advia 1800 instrument. The customer reported that quality control (qc) results were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse performed a total service call and cleaned the reaction tray wash unit (wud) overflow nozzle. In a subsequent visit, the cse replaced the wud, the line filter, and the mixer rod. The cse also verified the alignments on the instrument. The customer ran qc and results were in-range. The customer monitored the instrument's performance and confirmed that qc and patient results have recovered acceptably since the service visit. Siemens further investigated the issue and determined that the malfunction of the wud, line filter, and mixer rod potentially contributed to the discordant, falsely elevated co2_c results. MDR 2432235-2020-00336 was also filed for the same issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that from (B)(6) 2020 through (B)(6) 2020, discordant, falsely elevated concentrated carbon dioxide (co2_c) results, ranging between 100 -120 mmol/l, were obtained on 8-10 patient samples from an advia 1800 instrument. The discordant results were not reported to the physician(s). The patient samples were repeated on the same instrument. The repeat results were lower than the discordant results. The repeat results were reported, as the correct results, to the physician(s). MDR 2432235-2020-00336 was filed for the discordant results obtained on (B)(6) 2020. The customer indicated that they were unable to provide patient data for all the samples that were impacted and provided the initial and repeat results for one sample. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.